Event description:
Boston scientific crm received information from another device manufacturer's representative that the right ventricular setscrew was stuck in the down position and the lead terminal pin could not be removed. A boston scientific technical services consultant (ts) advised methods to try to free the setscrew, and recommended against cutting the device header to free the pin. There were no issues reported with the device's other setscrews. No additional information was provided. There were no adverse patient effects reported.

Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
--

Manufacturer narrative:
The device subsequently was returned to our post market quality assurance laboratory. Microscopic visual inspection noted that the atrial positive (a+) sealplug was missing and a hole was noted in the left ventricular negative (lv-) sealplug. The a+ setscrew was stuck in the up position and its setscrew hex slot was rounded. The observed rounding of the setscrew hex slot is characteristic of that caused by incomplete/improper insertion of the torque wrench either during seating or unseating of the setscrew. All other setscrews moved freely and operated normally. The header material around the a+ connector block was removed to have access to the retainer ring. The a+ retainer ring and setscrew were removed; visual inspection noted induced damage to the a+ retainer ring. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device.